Event description:
Hamilton medical ag received the following event description from the hospital report : "g5 ventilator flow sensor defective after the maintenance personnel repaired, the machine returned to normal use ".

Manufacturer narrative:
Investigation is ongoing.